Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The prograsp forceps instrument was analyzed. Visual inspection displayed no signs of physical damage. The prograsp forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the wrist part of the prograsp forceps instrument was bent and could not be used. When the instrument was inserted into the body cavity, the wrist part could no longer be operated. The customer was able to open and close the tip; however, customer was unable to use it. A backup instrument was used to complete the procedure with no patient harm. The prograsp forceps instrument was used along with the monopolar curved scissors (mcs) instrument. A thermal damage was observed on the tip of the prograsp forceps instrument, and it was suspected to be from the mcs instrument. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no observation of arcing, thermal damage or instrument collision. Fragments did not fall into the patient. The prograsp forceps instrument jaws were not stuck on tissue. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. When the reported event occurred, the instrument was being exchanged for another. There was no surgical delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument; however, the investigation is in progress. The site did not return the monopolar curved scissors instrument or its tip cover for the failure analysis. A supplemental MDR will be submitted if any additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and confirmed the thermal damage at the tip.